Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvicol".

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/03/2015.

Event description:
Per additional information received, vaginal wall cyst and recurrent, vaginal infections. Underwent vaginal exploration, excision of vaginal wall cyst (periurethral cyst), cystoscopy, debridement of necrotic suburethral debris/mass (presumably necrotic sling) - findings: there was obvious necrotic debris in the area of the prior vaginal wall sling. This mass/sling was debrided and excised. Yes. Following the mesh revision surgery, she developed recurrent cystocele with incontinence and some posterior discomfort during the interim period of (B)(6) 2009 - (B)(6) 2010 (interim medical records not available for review) for which she had undergone the following additional surgery: underwent anterior repair with xenoform (must be xenform) and pubovaginal sling with xenoform (must be xenform) under general anesthesia.